Manufacturer narrative:
The original device reported was previously captured under a separate medwatch report. The additional device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 8fr sheath, after a carotid angioplasty procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided. Analysis of an extra proglide device returned from the account was performed. The device appeared to have been used and step 2 (depressing the plunger) had been performed; however the plunger had not been removed and would therefore not have achieved hemostasis. Follow up with the account was attempted but no additional information regarding this device was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The lever was in an opened position and the foot was deployed. The plunger was retuned depressed into the device. The plunger was depressed, and the needles were both engaged to the cuffs and there were no damages noted. The unspecified issue could not be tested/confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.